Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, a system message was displayed indicating that intraocular pressure (iop) was deactivated and remaining without pressure value. The surgery was completed "with this uncertainty". There was no harm or impact to the pt.